Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of the procedure when the sheath was being removed, a small hole was observed in the body of the sheath. There were no adverse consequences to the patient.